Manufacturer narrative:
Complaint summary: helpline support team reported that the user was not viewing the uploaded data in carelink reports. Investigation/testing summary: after conducting thorough investigation by trying to generate the daily reports for the user in carelink support application , observed that the data calendar was showing future time in report generation page. To investigate further , we retrieved the uploaded snapshot from carelink database and found that the user has made a forward time change which caused the data to be missing in the reports. To assist with the resolution , provided the below information to the helpline support team. Requested helpline to follow the below steps to view data in the reports. Update the pump to current date and time. Request user to start doing uploads with current date and do not include any past data in the upload. All data uploaded so far has become ambiguous due to back dated time change. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is due to the future time change made in pump causing the data ambiguous for current date. Analysis summary: provided helpline support team with the information on the future time change performed by the user and requested them to instruct the user to update the pump date and time to reflect current date. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced the report anomaly. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue or discontinue use of the device and the product will not be returned for failure analysis.